Manufacturer narrative:
Concomitant medical products: 4087 competitor lead implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited an acute threshold rise to high thresholds and had loss of capture. The lead was reprogrammed, then later, it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that a pericardial effusion was detected during laser extraction. A pericardial window was created and a chest tube was inserted to drain the effusion. Additionally, the rv lead exhibited unstable thresholds. It was further reported that both the implantable pulse generator (ipg) device and the external pulse generator (epg) exhibited device to device interaction resulting in inhibited pacing on both products. The ipg was explanted and replaced. The epg was cleaned for future reuse. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.